Event description:
During an elective cardiac catheterization procedure, the filter basket of the sspider fx broke off. Retrieval attempts failed. Cardiothoracic intervention was required to retrieve the device. Name and strength: sspiderfx, 6. 0mmx190mm, spd2-us-060-190.